Event description:
During implant, it was reported that right atrial (ra) lead could not be removed from the header of the device. The ra lead and device remain implanted. The patient was stable and there were no adverse consequences.